Event description:
The report from the affiliate indicated that approximately four (4) months after the index procedure the patient complained of chest pain and was brought to the hospital. Coronary angiography was done and thrombus was noted in the previously implanted cypher stent and the vessel distal to the stent was occluded. Aspiration of the thrombus and ptca was done to treat the late thrombosis (lt)-details are not known. Nine (9) days later, an additional cyper 3.5/23 mm stent was implanted-details not known. The patient was discharged three (3) days after the last intervention. The physician's comment regarding the probable cause of the thrombotic event was because there was a distal embolism, that the stent became occluded with thrombus from the distal end.

Manufacturer narrative:
The index procedure was an elective case. The target lesion was the mid right coronary artery (rca). The target lesion was reported to be: an in-stent-restenosis (isr) of a previously implanted cypher 3.0/28 mm stent-date of implant 2005, concentric, 1 mm in length, 3.5 mm vessel diameter, and type b1. The lesion was pre-dilated with a 3.5/10 mm balloon at 20 atm for 5 sec. A cypher 3.5/18 mm stent was implanted at 20 atm for 5 sec. The stent was not post-dilated. Ivus was done. The flow pre and post-procedure was timi 3. The residual stenosis was 0%. An act was not measured. Please not that device (lot # unknown) is distributed outside the united states, however, it is similar to the united states product. The product is not available for evaluation and testing. A male with a history of angina, hypertension, renal insufficiency with hemodialysis, smoking and previous pci experienced restenosis and thrombosis post cypher stent implantations. The reason for the patient's initial admission to hospital was not reported; but an angiogram revealed a lesion in his mid rca. This patient's extensive history puts him at increased risk for mace. The pre or intra procedural administration of asa, ticlid or heparin and the performance or recording of acts was not reported. No vessels and/or lesions characteristics were provided. It is not known if the lesion was pre-dilated prior to the placement of a 3.00 x 28mm cypher stent at an unknown maximum inflation pressure. The patient was discharged on medications that included asa. The post-discharge administration of ticlid was not reported. Nine months after the index procedure, the patient returned to the hospital. The reason for this admission was not reported; but an elective angiogram revealed an isr of the previously implanted cypher stent. Pre procedural medications included asa and ticlid; while intra procedural medications included asa, ticlid and heparin. Acts were not measured during the procedure. The lesion was described as an isr, type b1, 3.5mm in diameter and 15mm in length. The safety and effectiveness of the cypher stent has not been established in these types of vessels and/or lesions. The lesion was pre-dilated prior to the placement of a 3.50 x 18mm cypher stent at a maximum inflation pressure of 20 atm. According to the IFU, the rated burst pressure of the cypher stent should not be exceeded in order to prevent intimal damage or vessel dissection. The patient was discharged on medications that included asa and ticlid. A year after the index procedure, the patient experienced chest pain and the patient underwent a repeat angiogram that revealed thrombus within the previously implanted cypher stent that extended distally. This was treated with aspiration and ptca. In addition, the patient returned nine days later for the placement of a 3.50 x 23mm cypher stent. The details of this procedure are not known. According to the procedural physician, the probable cause of the thrombotic event was that the stent became occluded with thrombus from the distal end. The product was not returned for inspection. Additionally as the sterile lot number was not available, review of the device history record and lot history could not be performed. There are patient, vessel, procedural and possible pharmacological factors that may have contributed to this event. This is one of two products used in the same patient. Please reference MFR. Report # 9616099-2006-00839, and # 9616099-2006-00840. Please note that this is the initial/final report for this product.